Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The device was received fully deployed. During investigation, no blockages were found in the fluid path and fluid was observed flowing freely though the soft cannula. No damages or defects were observed on the drive mechanism that would contribute to the 0x67 alarm. The root cause of the occlusion alarm could not be determined. Inspection of the cannula assembly found the exposed portion of the soft cannula to be torn and shortened. It could not be conclusively determined when or how this damage occurred. Due to the damage to the soft cannula, fluid was unable to flow through the entire fluid path. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. During investigation, no blockages were found in the fluid path and fluid was observed flowing freely though the soft cannula. No damages or defects were observed on the drive mechanism that would contribute to the 0x67 alarm. The root cause of the occlusion alarm could not be determined. Inspection of the cannula assembly found the exposed portion of the soft cannula to be torn and shortened. It could not be conclusively determined when or how this damage occurred. Due to the damage to the soft cannula, fluid was unable to flow through the entire fluid path. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.